Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received in support of this complaint. Therefore, 100 retention samples were visually inspected and 10 were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. The defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "disadvantages with the total filling of the tube."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was "disadvantages with the total filling of the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.